Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The gambro technical services (gts) rep found that the ultrafiltration (uf) pump was non-functional due to a thermal fuse failure; replaced fuse.